Event description:
Humidifier cartridge overfilled with no alarm. Water was delivered to the pt. Pt was suctioned and showed no evidence of harm. Disposable humidifier cartridge was replaced and ventilation was continued.